Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged from the venous anatomy and was explanted. The lv lead was not sutured properly and thus the lead slack had backed through the suture into the pocket. The physician elected to replace it with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation of the lead confirmed that there was nothing wrong that would cause the dislodgement. Lead testing was not performed. The lead met specification.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation of the lead confirmed that there was nothing wrong that would cause the dislodgement. Lead testing was not performed. The lead met specification.